Event description:
A report was received that the patient¿s stimulator was discharging at a rapid rate while it was set off. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. There were signs of premature battery depletion. It was also noted that electrocautery was used during the previous revision surgery. The patient underwent a revision procedure wherein the ipg was replaced. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04)

Manufacturer narrative:
Sc-1132 (sn143041); device evaluation indicated that the complaint was confirmed. The u2-application ic was damaged. Despite of the depleted device was capable to be charged fully, it wouldn't link to a test remote at a later time due to excessive battery leakage. The device was cut open, and the battery measured 1.82 volts. The impedance between vh and ground was low. A hot spot was observed on the component. These are the typical symptoms of the application ic damage due to exposure to high-voltage transients causing internal shorts in the component. The source of the device damage likely be the electrocautery used during the previous lead revision (bsn654855).

Event description:
A report was received that the patient¿s stimulator was discharging at a rapid rate while it was set off. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. There were signs of premature battery depletion. It was also noted that electrocautery was used during the previous revision surgery. The patient underwent a revision procedure wherein the ipg was replaced. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04)

Manufacturer narrative:
Additional information was received that there was malfunction of the ipg due to electrocautery previously used. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s stimulator was discharging at a rapid rate while it was set off. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. There were signs of premature battery depletion. It was also noted that electrocautery was used during the previous revision surgery. The patient underwent a revision procedure wherein the ipg was replaced. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))